Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an erosion of their left burr hole cover and underwent an explant procedure. The patient is doing well post-operatively. The device was discarded and will not be returned for analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.